Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to suffering injuries and pain to use of the device. There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of sound abatement foam degradation. The device passed all final testing. The service center concludes there was no evidence of contamination from the device. The service center confirmed there was no evidence of sound abatement foam degradation/breakdown and pass the final test.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging unspecified patient injuries. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. In section h for type of reported complaint: other was selected which was incorrect. It is corrected on this report to serious injury.

Event description:
The manufacturer was contacted, in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received, information alleging unspecified patient injuries. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.